Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and that the lead exhibited increased ventricular to ventricular intervals. It was also reported that the lead exhibited increasing thresholds after the patient 'fell on the device'. The lead was explanted and replaced. No patient complications have been reported as a result of this event.